Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for lcs. It was reported that the scope was cloudy and even though they wiped it several times, the cloudiness could not be removed and the operation was performed as it was. Product will be returned. There were no patient symptoms or complications reported as a result of this event.